Event description:
Iabp balloon suddenly failed to fill, had been working properly for several hours following placement in cath lab. Iabp console indicated "autofill failure, maintenance required code #2". After unsuccessfully troubleshooting autofill failure, iabp console was changed out. During this time the patient did not experience any changes in hemodynamic status, maintaining a consistent map.======================manufacturer response for iabp, datascope (per site reporter).======================coming on site today to check the machine, which is still under warranty.